Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. A loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for loose or mislocated stents for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a definitive cause for the reported loose/mislocated stent cannot be determined. This type of reported event will continue to be monitored.

Event description:
It was reported that when the protective sheath was removed the stent implant was found to have moved on the balloon. The distal edge of the stent implant was located 2 to 3 mm distal to the distal marker. There was no report of there being any resistance when removing the protective sheath. Air aspiration was not performed before the protective sheath was removed. The device was not used for the procedure. There was no significant delay in the procedure reported. No additional information was provided.